Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was caused by a malfunction or deficiency with fresenius products. In an additional follow-up call, the patient stated he had peritonitis in early december (date unknown). The patient stated he had a cloudy pd effluent bag and that the case of peritonitis was mild. The patient was seen in the outpatient pd clinic and had a pd culture obtained. However, the patient was not able to provide the results. The patient was treated with unknown antibiotics on an outpatient basis. The patient recovered from the event and continues pd treatment on the same cycler. The patient stated he did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The patient was not able to provide the exact cause of the event. No further information was available.

Event description:
On (B)(6)/2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was caused by a malfunction or deficiency with fresenius products. In an additional follow-up call, the patient stated he had peritonitis in early december (date unknown). The patient stated he had a cloudy pd effluent bag and that the case of peritonitis was mild. The patient was seen in the outpatient pd clinic and had a pd culture obtained. However, the patient was not able to provide the results. The patient was treated with unknown antibiotics on an outpatient basis. The patient recovered from the event and continues pd treatment on the same cycler. The patient stated he did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The patient was not able to provide the exact cause of the event. No further information was available.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.